Event description:
Pt had left breast silicone implant surgery approx 25 yrs ago. Presents to the or in 2009, for explantation of ruptured left breast implant and insertion of a new saline implant. Pre op diagnosis: ruptured silicone implant left breast. Procedure: explantation of bleeding silicone implant, radical capsulectomy, partial mastectomy, and reconstruction with saline implant left breast. Post op diagnosis: bleeding leaking silicone implant left breast; calcified capsular contracture left breast; silicone granuloma.